Event description:
Patient was revised to address acetabular cup loosening, pain and ion levels.

Event description:
Update: (B)(6) 2013 litigation papers received. Litigation alleges discomfort and negatively affected mobility. There is no new additional information that would affect the investigation.

Manufacturer narrative:
The complaint is considered closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Corrected: date of implant. Depuy still considers the investigation closed at this time.